Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was experiencing intermittent elevated blood glucose (bg) levels that read "high", per cgm meter; cause is unknown. Customer did not report how they addressed high bgs other than temporarily discontinuing pump use. Additionally, it was reported that the customer was experiencing intermittent low bg levels; bg was between 20-30 mg/dl and cause was unknown. The customer did not report how they addressed low bgs. Reportedly, the customer fell and hit their head as a result of low bg. Tandem technical support recommended that the customer consult with their healthcare provider regarding elevated bg.